Event description:
During operation, a piece of robotic bipolar forcep noticed to be missing by operating room scrub tech while in the pt. Dr notified of missing piece. Not sure if bipolar forcep was damaged before procedure or broke off during the procedure. Dr searched for missing piece but not found. Radiology called and piece seen on xray. Dr used the laparoscope to identify and removed it. Instrument piece was intact. Device has 10 lives. This surgery case was the 10th. Intuitive surgical inc., (B)(4).